Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, loss of capture, a polarity switch, unipolar noise and a possible fracture. It was noted that the patient experienced syncope, dizziness and several asystole episodes. The rv lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.